Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is unlikely the event was related to the device. The user confirmed growth of microorganism after reprocessing, though when sbc culture tested after reprocessing in accordance with IFU, growth of microorganisms was confirmed at 1cfu/100ml from distal end, which complies with the the target level. This information is addressed in the instructions for use (IFU): "reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. " olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled. The microbiological quality from the channel was satisfactory. The distal end tested positive for one (1) colony forming unit of coagulase negative staphylococci. The results obtained comply with the target level defined in the instructions of july 4, 2016, and august 2, 2018. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer, the evis exera iii duodenovideoscope tested positive for forty (40) colony forming units (cfus) of microorganisms. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This supplemental report is being submitted to provide the cleaning, disinfection, and sterilization (cds) checklist received from the reporter and the device evaluation. The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. The last sampling date was september 17, 2021. There was no patient infection. The sampling was routine. The scope was precleaned with multizym detergent. The bedside pre-cleaning was performed with a bw-412t olympus single use combination cleaning brush. Peracetic acid and glutaraldehyde were used for manual treatment. The wassenburg wd440 adaptascope was used as the automatic endoscope reprocessor (aer) along with wassenburg endohigh detergent and wassenburg endohigh paa disinfectant. The scope was stored in the wassenburg dry300d drying cabinet after treatment. Maintenance was performed by olympus. The device was returned to olympus for evaluation. The reported issue was not confirmed per the hygiene microbiological investigation. During inspection, it was noted the glue around the light guide cover glasses was porous. The bending section cover adhesive was worn out. Angulations were out of specification. The rubber on switch button number one (1) was marked. The cp-plate was deformed.